Manufacturer narrative:
Upon review, the reported device did not contribute to the patient's death. This event does not meet the definition of a reportable event.

Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Event description:
The manufacturer received information alleging an issue related to a bipap a40 device's sound abatement foam. The patient has passed away. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.